Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly the self retention of the t15 stardrive screwdriver shaft was very poor. This made the screw insertion very difficult. The most distal screw took 10-15 minutes to engage in the plate causing increased operating time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.